Event description:
On 11/jun/2024 a user facility¿s clinic manager reported that a female hemodialysis (hd) patient experienced an event that led to pulmonary resuscitative measures being utilized. The patient required bag-mask ventilation and ems was called. The patient was a new admission to the clinic and a do not resuscitate (dnr). The patient was admitted to the intensive care unit (ICU). On (B)(6) 2024 the patient arrived for their first hd treatment at the clinic since transferring. The patient was scheduled for a four-hour treatment. The treatment was initiated on a fresenius 2008t machine with an optiflux 180nre dialyzer. The dialysate was naturayte. The patient did not communicate any medical concerns prior to starting the treatment. Seven minutes into the treatment at 1330 hours, the patient went into spontaneous respiratory arrest. There were no alarms or issues with the machine or treatment prior to the adverse event. The treatment was stopped, and the patient¿s blood was returned. Emergency medical services (ems) were activated. The patient was noted as a do not resuscitate (dnr); therefore, only normal saline (ns) fluid return (volume not provided) and bag-mask ventilation were administered. The patient was not responsive prior to transport via emergency medical services (ems). The patient was transported at 1340 hours. There were no vital signs at the time of the event nor the time of transport. The patient was admitted to the hospital with a diagnosis of cardiac arrest. The patient was placed on comfort care measures in the ICU on (B)(6) 2024 and passed away on (B)(6) 2024. The machine was taken out of service for evaluation. It was expected to be put back in service on (B)(6) 2024.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.

Event description:
On 11/jun/2024, a user facility¿s clinic manager reported that a female hemodialysis (hd) patient experienced an event that led to pulmonary resuscitative measures being utilized. The patient required bag-mask ventilation and ems was called. The patient was a new admission to the clinic and a do not resuscitate (dnr). The patient was admitted to the intensive care unit (ICU). On (B)(6) 2024, the patient arrived for their first hd treatment at the clinic since transferring. The patient was scheduled for a four-hour treatment. The treatment was initiated on a fresenius 2008t machine with an optiflux 180nre dialyzer. The dialysate was naturayte. The patient did not communicate any medical concerns prior to starting the treatment. Seven minutes into the treatment at 1330 hours, the patient went into spontaneous respiratory arrest. There were no alarms or issues with the machine or treatment prior to the adverse event. The treatment was stopped, and the patient's blood was returned. Emergency medical services (ems) were activated. The patient was noted as a do not resuscitate (dnr); therefore, only normal saline (ns) fluid return (volume not provided) and bag-mask ventilation were administered. The patient was not responsive prior to transport via emergency medical services (ems). The patient was transported at 1340 hours. There were no vital signs at the time of the event nor the time of transport. The patient was admitted to the hospital with a diagnosis of cardiac arrest. The patient was placed on comfort care measures in the ICU on (B)(6) 2024 and passed away on (B)(6) 2024. The machine was taken out of service for evaluation. It was expected to be put back in service on (B)(6) 2024.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of spontaneous respiratory arrest with diagnosis of cardiac arrest and subsequent death. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. There were no reported issues with the machine or the treatment prior to the patient¿s respiratory arrest. The patient has a history of cardiac comorbidities including atrial fibrillation, hypertension, and congestive heart failure, all of which are associated with increased cardiovascular mortality. Additionally, the patient was oxygen dependent. Hemodialysis patients have an age-adjusted mortality rate that is 3.5 times higher than that of the general population with cardiovascular disease remaining the most common cause of death with nearly half of deaths attributed to myocardial infarction, cardiac arrest, or other cardiac causes. Based on the available information and no evidence of a machine malfunction or deficiency, the 2008t machine can be excluded as the cause of the patient¿s spontaneous respiratory arrest with diagnosis of cardiac arrest and subsequent death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 11/jun/2024 a user facility¿s clinic manager reported that a female hemodialysis (hd) patient experienced an event that led to pulmonary resuscitative measures being utilized. The patient required bag-mask ventilation and ems was called. The patient was a new admission to the clinic and a do not resuscitate (dnr). The patient was admitted to the intensive care unit (ICU). On (B)(6) 2024 the patient arrived for their first hd treatment at the clinic since transferring. The patient was scheduled for a four-hour treatment. The treatment was initiated on a fresenius 2008t machine with an optiflux 180nre dialyzer. The dialysate was naturayte. The patient did not communicate any medical concerns prior to starting the treatment. Seven minutes into the treatment at 1330 hours, the patient went into spontaneous respiratory arrest. There were no alarms or issues with the machine or treatment prior to the adverse event. The treatment was stopped, and the patient¿s blood was returned. Emergency medical services (ems) were activated. The patient was noted as a do not resuscitate (dnr); therefore, only normal saline (ns) fluid return (volume not provided) and bag-mask ventilation were administered. The patient was not responsive prior to transport via emergency medical services (ems). The patient was transported at 1340 hours. There were no vital signs at the time of the event nor the time of transport. The patient was admitted to the hospital with a diagnosis of cardiac arrest. The patient was placed on comfort care measures in the ICU on (B)(6) 2024 and passed away on (B)(6) 2024. The machine was taken out of service for evaluation. It was expected to be put back in service on 14/jun/2024.